Event description:
The pump was returned for investigation. Investigation revealed a cracked display lens, dim display screen, and cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: cracks were observed around the edges of the display lens. A battery compartment crack was observed below the finger pad extending down to the primary seal. There were no issues with loss of power and no evidence of moisture damage in the battery compartment observed. The display screen was dim, discolored and difficult to read at maximum contrast. The dim display was replaced with a test display and functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.